Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
An advocate reported that the customer's blood glucose readings were not being stored in the memory of the contour next ez meter. There was no allegation of an adverse event. The advocate was advised to return the meter for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour next ez meter for evaluation. The customer also returned the suspected test strips. However, the returned test strips were contour test strips, which are incompatible with contour next ez meters. As per the contour next ez user instructions, "use only contour next test strips with your contour next ez system." In-house testing was performed using the returned meter with returned test strips, which gave an expected error message e4, indicative of wrong strip type. Additional testing was performed using the returned meter with in-house contour next test strips, which gave satisfactory performance. All blood glucose readings obtained during in-house testing were properly stored in meter's memory.